Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she passed out and paramedics were called. She was admitted for two days. The device had alarmed no delivery at 2:10pm. Customer was in diabetic ketoacidosis. Troubleshooting was performed and the device failed the first high pressure test and passed the second one. Customer noted the cannula was bent. Customer didn't know the exact value of her blood glucose as she had passed out. Customer is not returning the device for analysis.